Event description:
Revision surgery - the cement did not hold and the prosthesis became loose. The surgeon removed everything but the baseplates.

Manufacturer narrative:
The reason for this revision surgery was to remedy an unstable shoulder 1.5 years after the original surgery. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed two non-conforming material reports associated with this product. (B)(4). The root cause of the instability was reportedly due to the cement not holding the prosthesis. There are no indications of a product or process issue affecting implant safety or effectiveness.